Event description:
Customer reporteed receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 500 and 40 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with the event.